Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was 392 mg/dl at time of event. Customer went to the emergency room. Customer was treated with long acting and rapid acting insulin to address elevated blood glucose and was released several hours later. Upon leaving the ER, customer was in stable condition and blood glucose was 350 mg/dl. System check was performed with tandem technical support and no issues were identified. Customer reverted to an alternate method of insulin therapy.